Event description:
The pt was found dead by paramedics on (B)(6) 2006. The incident took place in USA. The distributor (B)(4) was notified of the death of the pt on (B)(6) 2006. The daughter of the pt reported to the distributor (B)(4) that her mother had experienced high blood glucose levels during (B)(6) 2006. Furthermore, the pt was not feeling well and was vomiting prior to her death. The daughter indicated that the pt had not attempted to administer extra insulin to address the issue. The pt did not follow the product's instructions for use and did not contact her health care center even though her symptoms and repeated measurements clearly indicated that her blood glucose level was not acceptable. On (B)(6) 2006, it was diagnosed that the pt had suffered from stage 1, grade 1, tubal breast cancer.

Manufacturer narrative:
Based on the test results of the used product and the information provided by the distributor (B)(4), the manufacturer unomedical infusion devices a/s considers the incident as not caused by any product related failure. Pts under continuous insulin infusion therapy (ciit) are required to continually assess the impact of some factors on their blood glucose level. Such factors are caloric intake, activity levels and other medical conditions and/or treatments. The therapy also requires form the pts to do periodic self-testing of their actual blood glucose levels. In case of high blood glucose level, the pt is instructed to use supplemental infusion by alternate method and/or replace the insulin infusion set. If this does not resolve the problem, then the pt is required to administer insulin by injection to restore the pt's blood glucose to an acceptable level. In case of failure to monitor the blood glucose levels and/or adjust the insulin amount appropriately, the pt can experience conditions such as diabetic ketoacidosis (dka), extreme hyperglycemia or even insulin shock. Pts experiencing these conditions will require hospitalization and medical intervention to preclude serious medical conditions including death. Furthermore, the pts high blood glucose level could have been prevented by following standard instructions and procedures required by ciit. Diabetics are predisposed to bouts of high sugar and dka. These are anticipated adverse reactions due to the failure to adequately control blood glucose levels.